Event description:
It was reported that a symptomatic patient presented in the ER with high capture thresholds, low sensing, and low impedance. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.